Event description:
It was reported that the cartridge did not detach from a mobi-c properly, causing the bottom plate to disassemble from the rest of the implant intraoperatively. The device was removed after multiple attempts. There was no impact to the patient.

Manufacturer narrative:
This device is not cleared within the us, but is similar to mb3576, which is cleared under p110009. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the device was returned disassembled from the peek cartridge. The device was able to be reassembled without issue. The event of disassembly is unrefuted. Root cause: root cause was unable to be determined. This event could possibly be attributed to overturning the knob on the holder or adjusting the implant during insertion. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the cartridge did not detach from a mobi-c properly, causing the bottom plate to disassemble from the rest of the implant intraoperatively. The device was removed after multiple attempts. There was no impact to the patient.